Event description:
Procedure type: unknown. According to the reporter: the surgeon made the stomach resection surgeon, after closed he found that the staple did not fire. He had no choice but to choice another one to finish the case. There was no report of the operating time or incision being extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Date initial report sent: 09/18/2009.